Event description:
It was reported surgical intervention was undertaken to replace the pt's (B)(6) extension due to impedance issues found when testing the device in conjunction with the lead. During the procedure to replace the extension, the physician reported difficulty inserting the lead into the extension header. A new extension was used to successfully complete the case. No further issues were reported.

Manufacturer narrative:
Eval results: multiple leads were inserted into the extension header and functioned as designed. However, the extension fails continuity testing for channel 1 and 2. The channel 1 and 2 wire is broken in header. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.